Manufacturer narrative:
The reported event was addressed with phone support. The customer followed instructions and removed the stapler instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler was stuck on tissue after the instrument was accidently dislodged from the arm during a fire. The technical support engineer (tse) assisted the customer with instructions for correctly removing the stapler. The stapler was removed, and the surgeon was able to proceed with the case. The user completed the procedure, and no known impact or patient consequence was reported.